Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial arthroplasty procedure, the central screw fractured within the patient. The physician attempted to retrieve the foreign body but was unable to remove it. The proper surgical technique was reported to have been used. Attempts have been made and no further information has been provided.